Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set was occluded. The following information was provided by the initial reporter: line clotted off during blood transfusion running at 7 ml an hour. Appeared to have visual blood clots in the clave itself.

Manufacturer narrative:
H10: the customer reported the line occluded during a blood transfusion, and returned one maxzero extension set. Upon initial visual examination, the set had no defects or abnormalities, although the set was full of dark, dried blood. The set was infused with water from a bd syringe, but no flow was achieved. The complaint of fluid blockage is confirmed. The set occlusion is most likely due to the dried blood stuck in the tubing. The maxzero was able to infuse water when separated from the set. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Event description:
No additional information was provided.